Manufacturer narrative:
Exemption number e2016018. (B)(4) (importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). It should be noted that because the initial report was submitted under exemption number e2016018, this follow-up report will also be reported under the exemption number. This follow-up report is being filed to correct the branding and product code as well as to update the result and method codes to reflect the design change referenced below. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by (B)(4).

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Received one set of catheter, connector, filter, and a pump made by other company. Visual inspection of connector. The catheter was not connected to the connector. The cover of connector was locked. No abnormality was identified on catheter or connector. Dimension check. The length of catheter was 1030 mm, which satisfies spec of 990-1070 mm. The outer diameter of catheter tip was 0.8634 mm, satisfies spec of 0.84-0.90 mm. Functional test. Tensile test with returned connector and catheter was conducted. The measured tensile strength was 11.1 n which satisfies spec of > 11 n. When catheter was inserted to the connector, catheter was smoothly inserted up to the target position, and the cover of connector was locked securely. The insertion depth is confirmed to satisfy the specified standard. Justification. This complaint is not confirmed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in japan): the catheter was found detached from the connector after it was placed to a patient.the catheter was removed from the patient.